Event description:
The advocate stated she thought her husband was having symptoms of ketoacidosis and took him to the doctor. She tested his blood glucose on the contour next link and the reading was 105mg/dl. An hour later, a lab test was performed on him and the reading was 39mg/dl. Treatment was not discussed. Product was not replaced.